Event description:
Patient with a PICC line (double lumen) was having an IV connected using a carefusion maxplus clear needleless connector between the PICC and standard IV tubing. After connecting the IV tubing, it then separated from the connector. In short, the luer connection would not lock with the IV tubing which is also a carefusion standard IV tubing set.